Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient lost function in their right leg. A bruised spinal cord was diagnosed and the device was removed. The patient is regaining leg function and undergoing physical therapy.